Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a starr procedure, the staple-line was incomplete. Sutures were used to complete the case with no patient consequences.